Event description:
It was reported that an infusor had a reservoir rupture during filling. The device was filled with a solution of an unknown anesthetic drug. There was no patient involvement and no adverse event is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was returned for evaluation. A visual examination confirmed the report condition of a rupture. The sample was microscopically inspected, however the cause could not be determined. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.